Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis with blood glucose (bg) of 560 mg/dl. The cause of the elevated bg was unknown. Customer went to the emergency room and was treated with intravenous fluids to resolve the issue. System check was performed with tandem technical support and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.